Event description:
It was reported that during an urinary organ procedure, the active blade was broken at the outside of the pt. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/03/2008. Info anticipated, but unavailable at this time.